Manufacturer narrative:
Phone number: (B)(6). Zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "device photograph(s) for the device related to the reported rupture was reviewed on july 08, 2021. Visual analysis of the photos identified: red particles and opening shell extended. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured implant".

Event description:
Healthcare professional reported right side ruptured device diagnosed by ultrasound. The device was explanted and replaced.